Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead did not capture at various locations in the atrium. The ra lead was removed. No patient complications have been reported as a result of this event.